Event description:
A caller reported an issue with a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for a pump reset, and the caller was guided through the process. Following the reset, the error code did not reappear, and the caller successfully started their sensor session.